Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer changed the cartridge and received a resume pump alarm. Reportedly, the customer was not sure why a resume pump alarm occurred. Blood glucose was 135 mg/dl. The customer cleared the alarm and insulin delivery was resumed.